Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is not adjustable. Explanted."

Manufacturer narrative:
The progav valve was manufactured by a qualified employee in (B)(6) 2013. Deviations during assembly did not occur. The valve was sterilazed by (B)(4) and released for shipment after final inspection. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage was detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was tested and is adjusted to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to test the opening pressure, we used a (B)(4) computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve operates within the accepted tolerance. Inside the valve we have found a slight build up of substances, which may have caused the suspected malfunction in the past. Based on our investigation, we are unabel to substantiate the claim of non-adjustability. The valve operates within all specified tolerances. However, it is possible that the deposits observed inside the vavle could have caused the malfunction in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(4). No CAPA is necessary.